Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional left atrial appendage implant procedure. Reportedly, the prostyle suture did not break free from the o-ring on the device; had to be cut from the device. The suture of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 12f, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficulty removing the suture could not be confirmed as the returned suture was successfully removed from the suture bearing with no resistance encountered. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It may be possible that contributed to the reported prostyle suture did not break free from the o-ring. Friable tissue can result in the suture remaining in the suture bearing as the suture would not be adequately anchored to the vessel wall to provide the resistance required to pull the suture from the suture bearing during device removal post suture deployment steps 1- 4. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.